Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during a transfemoral tavr procedure in the aortic position, post successful deployment of a 26mm sapien 3 valve with no residual pvl, the patient ventricles did not recover from rapid pacing. The final valve position was very good and both coronaries were patent. Cardiopulmonary resuscitation and adrenaline were administered for at least 30 minutes, however, the efforts were unsuccessful and the patient expired.

Manufacturer narrative:
Additional information provided confirmed the patient had suffered a cardiac arrest post valve deployment. Cardiac arrest (includes peri- and post procedural ventricular arrhythmias, asystole, hemodynamic instability, and cardiogenic shock). Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, cardiac tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). Ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site. This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above. In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, the cause of the cardiac arrest post valve implant is unknown cannot be confirmed. However, the patient¿s co-morbidities (severe lv dysfunction, poor right ventricle, right heart failure, moderate pulmonary htn, ) could have contributed to the event. There is no evidence or allegation that the cardiac arrest and subsequent death were related to any of the edwards devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.